Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic and stated that when they were outside, it felt like their pump got hot. The patient described this as an internal heat, not to touch. No pump alarms and no concerns on interrogation were noted. Everything else completely normal. Log file review was requested and captured routine events, there were no notable alarm conditions or parameter changes. The pump temperatures recorded in the event and periodic log files were within acceptable range 44c- 45c.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient's pump feeling hot was not confirmed. Evaluation of the submitted log files did not reveal any increases in pump temperature in the captured data. The provided information indicated that the patient felt the internal heat sensation when they were outside. Patient was advised to not go outside in extreme temperatures and no further intervention was needed. To date, no further issues have been reported. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook sections entitled ¿introduction¿ and ¿living with the heartmate 3¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations¿ and section 2 of the patient handbook, ¿how your pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was stated on (B)(6) 2024 that the patient was stable outpatient. The issues resolved with no further troubleshooting and did not recur.